Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the physician began to back the left bundle branch (lbb) sheath over the right ventricular (rv) lead to slit the sheath, the rv lead dislodged and fell. The dislodgement was confirmed visually. The rv lead was not used and replaced. The patient was stable throughout the procedure.